Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported an absence of occlusion issue with the pump. The cannula reportedly was bent. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history revealed a single occlusion alarm. The rewind, prime and load steps were successfully performed on the pump. During testing, boluses were attempted via the pump with the tubing pinched off; occlusion alarms were emitted after the pump attempted to deliver. No other alarms occurred during investigation. The force sensor was also found to be within calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.